Event description:
Minimed 670g would not accept meter nor manual entry to calibrate. There were no indications of any malfunctions or failure to communicate with sensor. Had to call MFR that indicates that this can happen during a communication outage, but if this were not communicating, there would have been a visual red x. "It can take between 15 and 30 mins before it registers a communication failure." The closed loop system cannot be run in auto mode when the pt has gastroparesis, when it should-even if it alarms more often. Human error can forget the correct carbs to enter after the stomach emptying, making the highs higher, and risks overcorrection. The pump is capable of detecting the rises and can accommodate, but doesn't. Sensors, while quoted to last 7 days, rarely do. Most commonly, they last about 5 days before some normal movement "bends the probe", rendering it useless and wasting expensive supplies. FDA safety report (B)(4).